Event description:
It was reported the patient's lead and extension were replaced due to high impedances of >3,600 ohms. It was stated the old lead and extension were bent. It was stated "the patient had good new coverage following the revision."

Manufacturer narrative:
(B)(4).